Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the recharger was not charging the ins. The patient noticed this a week and a half ago. The patient thinks the ins battery inside her is turned because she can feel the battery sticking out of her. The patient said this issue probably happened in (B)(6) 2018. The patient has already tried repositioning the antenna over her implant, but was unable to resolve the issue. The hcp told the patient to call the manufacturer first. The last successful recharge was before may. The implant wouldn't communicate with an external device. The patient was directed to speak with the hcp about a physician mode recharge and about the battery sticking out. The patient said she sees the hcp in a month, but she was going to call to see if she can get in sooner. The patient lost the recharger so she was unable to charge for a few months. The patient was sent a new recharger and then was unable to charge. A rep did a trickle charge and the patient was then able to charge the battery. The issue was reported to be resolved. No symptoms or further complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep). It was reported that the battery was not believed to be turned because the new recharger was able to locate the battery quickly with a trickle charge. No further action for the battery will be taken since the battery is not flipped as the patient initially reported. After trickle charge, the patient was able to charge the battery and resume using the therapy. No further complications were reported. ***MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event. ***